Event description:
It was reported that during a procedure at c2, the patients pedicals were so strong that the pedical probe bent and simultaneously the trocar also broke. A hexagonal nut at the end of the trocar broke off. The doctor was correctly using the instrument during the procedure. There was no delay to the procedure. There was no adverse effect to the patient noted. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports the part was received with the complete hex head broken off. The broken piece was not sent back for investigation. Due to the broken fragment not returned, verification of the relevant dimensions could not be completed. Therefore this complaint is indeterminate from a manufacturing standpoint. The microscopic view has shown that the weld was homogenous and all around the wire as designed. Based on the complaint description, the breakage is indicative of a mechanical overload during usage. The lot number is unknown therefore a review of the device history record could not be completed.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product development event evaluation reported that the complaint was caused by the doctor using excessive force due to the patients extremely dense bone, indicated by the condition of the instruments and by the complaint description. The instrument was placed under excessive force due to extremely dense bone. The complaint is invalid from a design standpoint. Conclusion ¿ the complaint is considered invalid to be from a design standpoint and the complaint condition is considered to be due to a result of the conditions of use and the operational context caused or contributed to this event.